Manufacturer narrative:
The device was evaluated at olympus (B)(6) co., ltd. (Oth). Oth checked the device and duplicated the reported phenomenon due to a printed circuit board failure. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the endoscopic image was not displayed. There was no report of patient injury associated with the event.